Manufacturer narrative:
This report is being submitted to correct the information in section e. Initial reporter.

Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.